Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code-batch regarding the same issue that was closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 2 open samples (without aluminum pack) with the needle detached from the thread, and in both samples the thread is still wound on the pack. Without any closed samples a proper analysis cannot be performed. Nevertheless, taking into account these two open samples received and that there is a previous confirmed complaint, we consider that this complaint is also confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the samples in the previous complaint showed that the needle was escaped from the thread. Further analysis is not possible with the open samples received, as they are contaminated. Final conclusion: taking into account the open samples received and that there is a previous confirmed complaint of this code-batch regarding the same issue, we conclude that the complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported the needle was detached from the thread. No additional information was provided.